Manufacturer narrative:
Citation: malvindi pg et al. Durability of mitral valve bioprostheses: a meta-analysis of long-term follow-up studies. Ann thorac surg. 2019 aug 28. Pii: s0003-4975(19)31247-0. Doi: 10.1016/j.athoracsur.2019.07.024. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the long-term durability of mitral valve bioprostheses. All data were collected from a meta-analysis review of 40 full-text articles. The study population included 15,215 patients with a mean age of 61 years. Of those, 6,193 were implanted with medtronic porcine surgical valves in the mitral position: hancock (4,829), hancock ii (424), and mosaic (940). No serial numbers were provided. Among all hancock, hancock ii, and mosaic patients, early mortality rates were 10%, 8.7%, and 3.7%, respectively. No other details were reported. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: reoperation/redo mitral valve replacement due to structural valve deterioration. The types of deterioration observed in porcine valves: leaflet calcification, leaflet tears/dehiscence, and stenosis. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.